Event description:
Staff nurse reported that customer was admitted as an impatient to a hospital due to diabetic ketoacidosis. Troubleshooting was performed and pump programming appeared to be correct and pump appeared to be functioning normally.